Event description:
A report was received that the patient had infection at the pocket site. The physician believed that it was not device nor procedure related. The patient was prescribed with antibiotic. The patient underwent an explant procedure and was doing well following procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.